Event description:
A malfunction code was reported by the customer immediately before boarding an aircraft, with no time available for troubleshooting. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump on their own on and resumed insulin therapy.